Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. In addition, the physician had not collected the relevant data. An earlier follow up visit was requested, and the sales representative planned to attend for further evaluation. Additional information indicated that the physician did not save the data. The sales representative was to obtain the data at the next follow up and submit it to technical services (ts). The physician would provide the follow up date once scheduled. To date, this pacemaker remains in service. No adverse patient effects were reported.